Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after changing the set and changed the infusion set again. Blood glucose value was 212 mg/dl. The customer declined troubleshooting since she had just changed the infusion set and insulin was not at room temperature. The customer stated she will revert to back up plan for the rest of the day and call back the next morning.